Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. It was reported that the unit appeared to be autocycling. The gas modules was replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated high o2 concentration alarms. There was no patient harm. Manufacturer ref.#: (B)(4).